Manufacturer narrative:
No discrepant or positive results were observed with any devices tested. No device issues or errors were observed with any device tested. No patient sample was returned for testing. Patient sample interference cannot be ruled out as a potential cause for discrepant results. No product deficiency was established. No corrective action required at this time.

Event description:
Customer reported potential (B)(6) coc on two samples with triage + tca 25 test vs. Confirmatory testing. Two samples were taken from a female patient who delivered a baby by c-section. Samples were collected (B)(6) 2014. Ran the first sample before c-section, collected at 1630. Re-collected a second sample and ran after c-section, collected at 1810. The patient tested positive for coc with the triage + tca 25 test. Coc did not test positive on the confirmation testing that was performed.